Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the electrical safety test during scheduled preventative maintenance (pm). The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. A replacement alternating current (ac) power cord was ordered in a material only work order. In a good faith effort (gfe) response, the customer confirmed that the replacement ac power cord was received and replaced. The customer confirmed that the device passed the electrical safety test following the part replacement, resolving the issue.